Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, self-test and unexpected restart error test. All operating currents are within specification. Off no power alarm functions properly. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump was unable to perform the occlusion test and excessive no delivery test due to prime and fill anomaly. The insulin pump had a stripped battery cap at coin slot, minor scratched display window, cracked case at display window corner, cracked reservoir tube lip and a stained end cap sticker.

Event description:
The customer's mother reported via phone call that the customer was hospitalized. The customer's blood glucose was unknown at the time of incident. The customer's mother also stated that the insulin pump was not working because they were unable to remove the battery cap. The customer's mother also stated that the insulin pump was not with her at the time of call. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.